Event description:
It was reported that an alert for possible output circuitry issue was noted. The hvli measured less than 10 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A complete analysis could not be performed due to the partial lead return; only 11 cm of proximal portion returned.